Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead revision, over calcification around the header of the implantable cardioverter defibrillator was noted which made the lead difficult to insert. The device was removed and replaced. The device would not be returned, it was discarded.